Manufacturer narrative:
The manufacturing date has been corrected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power switch broke due to the old version manufactured before the design change and had not been replaced. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the power switch was broken and stuck in the on position. In addition, it was determined the power switch is a previous version. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of a "power switch broke." Upon inspection and testing of the returned device, it was found that the power switch could not be pushed. This report is submitted due to the malfunction of power switch cannot be pushed. There was no patient injury, associated with the problem, reported to olympus.